Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis was unable to confirm the reported impedance display issue. Analysis confirmed the case was broken. (B)(4).

Event description:
It was reported there was impedance display malfunction. It was also reported the rf (radio frequency) generator fell and the housing is broken. The rf generator was returned for repair and calibration. No patient complications have been reported as a result of this event.